Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 101 and 135 mg/dl. Tests were done within 10 minutes. Pt stated "control solution expired" and that the test strips have been opened more than four months. Pt did not experience any adverse events. No further info has been reported.